Manufacturer narrative:
The lead under complaint was not returned for analysis. This report is therefore only based on the analysis of the ICD itself as well as the inspection of the quality documents associated with the manufacture of the lead and the ICD. The manufacturing processes for the lead and the ICD were re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Upon receipt, the ICD was interrogated, revealing the battery status mos2. The ICD was implanted for 53months and 29 charging cycles were recorded to the device memory. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. Furthermore, a sensing test was performed and the device sensed the attached heart signals free of noise. The impedance measurement functions of the ICD were tested and the ICD proved to work as expected. The clinical observation was not reproducible. All electrical parameters were verified and showed a normal device behavior. Especially, the current consumption and the battery state of discharge were found normal and as expected. In conclusion, the device proved to be fully functional. There was no indication of a device malfunction.

Event description:
After an implantation period of approx. 53 months, it was reported that the pacing impedance was too high.